Event description:
It was reported that the user ran out of insulin while away from home and could not change ilet supplies, leading to hyperglycemia up to 400 mg/dl. After supplies were changed, the ilet delivered insulin and an overcorrection occurred, resulting in a low of 40 mg/dl, which the user treated with oral carbohydrates. Symptoms included dizziness and irritability consistent with the hypoglycemia and prior hyperglycemia. Outcomes included no outside assistance and no medical intervention, with no lasting health impact. Investigation included interviews and analysis of information provided by the user, as well as review for communication factors. Investigation of this case revealed a usage problem, specifically not revertinf to alternative therapy after ilet stops dosing, with no device problem identified. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.